Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys hcg test system results for two patient sample. Patient 1: the initial result was >10000 miu/ml with a data flag. The repeat result was >10000 miu/ml with a data flag and then with a 1:100 dilution 912.6 miu/ml with a data flag. This result was reported outside the laboratory and the doctor thought the patient had miscarried. The 1:100 diluted sample was repeated and the results were 9423 miu/ml with a data flag and 9627 miu/ml with a data flag. Patient 2: on (B)(6) 2018, the initial result from the primary sample tube was 6.99 ui/ml. The repeat result was < 0.500 ui/ml and then after recentrifugation the result was < 0.500 ui/ml. Information concerning if any erroneous result was reported outside of the laboratory for patient 2 was requested but was not provided. There was no allegation of an adverse event. The reagent lot number was 248675. The expiration date was requested but was not provided. Qc results prior to the event for patient 1 were within the specified ranges. Carryover testing was performed on the cobas e411 and no issues were found.

Manufacturer narrative:
The field service representative found the liquid level detection (lld) voltage on the sample/reagent probe was low and adjusted it.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.